Event description:
It was reported via medwatch report, "powerloc port-a-cath needle tubing began leaking at juncture of flexible tubing with hard plastic of proximal lumen. Chemo leaked onto patient/bed/clothing. Spill cleaned, port de- and re-accessed. Chemotherapy restarted (cytarabine 100 mg/m2; sodium chloride 0.9)IV piggyback."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. - attachment: [medwatch1529894.pdf].

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Medwatch 1529894.

Event description:
It was reported via medwatch report, "powerloc port-a-cath needle tubing began leaking at juncture of flexible tubing with hard plastic of proximal lumen. Chemo leaked onto patient/bed/clothing. Spill cleaned, port de- and re-accessed. Chemotherapy restarted (cytarabine 100 mg/m2; sodium chloride 0.9)IV piggyback."